Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used.

Event description:
Bacteriological testing not performed. Symptoms recovered after initial medical treatment. The clinical judgment of the inflammation was determined to be non infectious. There was no hyperemia or pain, and only exacerbations of anterior chamber inflammations were confirmed.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on (B)(6) 2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on (B)(6) 2015 the voluntary recall was expanded to include these additional lens models. Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2015-124135

Event description:
A doctor reported postoperative inflammation following an intraocular lens (iol) implant procedure. The observed cells were small and could not be measured by a flare meter, however, due to the presence of these cells, the patient was treated with medication and is under observation. The lens remains implanted.